Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the act button on the insulin pump is not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 145 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.